Event description:
It was reported that this right atrial (ra) lead was attempted due to a perforation. The physician performed a pericardiocentesis after the patient became hemodynamically compromised. Approximately 1000 cubic centimeters of fluid was drained. Following initial stabilization, the patient was transported to another hospital, where a sternotomy was performed by a different physician. During surgery, a large perforation was reported to be larger than the lead itself was identified and surgically repaired. After stabilization, a new lead was implanted, the atrial port was plugged, and the system was programmed to vvi 50. The patient was reported to be doing well following these interventions. No adverse patient effects were reported.